Event description:
Patient underwent right cardiac catheterization. The arteriotomy was closed with a starclose device. Appoximately two weeks later, the patient complained of claudication in the right leg. The patient had an arteriogram via the left leg that demonstrated a focal occlusion at the site of the previous catheterized on the right. The patient's pulse and doppler flow in the right leg was significantly impaired. Required surgery under general anesthesia. The starclose area was excised and the starclose was removed. There was also a thrombus which was removed. There was a defect in the back wall of the artery which was repaired with two stitches.